Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and found that the system would not boot up. Upon troubleshooting, the philips field service engineer (fse) visited onsite, checked the system and found that system host pc failed to post. The fse manually cycled power from the front of the pc resulting functioning of the pc. During the system checkup, fse found bios¿ issue and ordered a replacement host pc but it arrived defective on arrival. To resolve the issue, fse reseated ram and replaced bios battery on original pc and reseated connections on the mother board. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.